Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 11/18/2016, the reporter contacted animas and alleged that while on pump therapy this past year, patient heard her pump beeping but could not see the screen because her vision is poor. Patient fainted was hospitalized, and doctor took her off of the pump. This complaint is being reported as the reporter was unable to troubleshoot the pump, which cannot be ruled out as a cause or contributor to the hospitalization.